Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified right common carotid artery that is 80% stenosed. During advancement of an emboshield nav6 it was noted to have met resistance with the guiding catheter. During removal of the emboshield nav6 there was difficulty in retracting the filter into the retrieval catheter. Therefore, the physician removed the emboshield nav6 with the guiding catheter that was already in the patient. Another emboshield nav6 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported difficult to advance and retraction problem were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to advance and retraction problem events or bends in the core and shaft. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.